Event description:
A hospital in (B)(6) reported that the suction port was not fitted to the rt021 catheter mount and there was no hole in the port cap. These observations were made before use. There was no patient consequence.

Manufacturer narrative:
(B)(4). This product is also sold in the USA, but has no 510 (k) as this device is classified under class 1. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.